Event description:
It was reported approximately two weeks after implant that there was a lead warning for the right ventricular (rv) lead having a high number of low impedance paces and a polarity switch. Follow up indicated that during lead revision a cut about an inch long in the insulation of the lead was identified. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.